Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic left upper partial lobectomy, the tissue was resected with the first reload and when clamping the tissue with the second reload, the tissue was thick so the tissue was clamped while moving left and right. The firing could be performed without any problem. When an attempt was made to connect the third reload, it could not be connected to the adapter. When the connection part of the product was checked, it was found that the part of the second cartridge remained in the connection part, so the part was removed and the third reload was connected and the firing could be performed without any problem. When the fourth reload was connected, the adapter had connection error and became unable to be used. The adapter was changed and could be connected without any problem and no adapter error occurred and firing could be performed. There was no patient injury.